Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4) for the reported event peg tube detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01143 and 3005099803-2014-01144 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic. The physician pulled out the detached piece by hand. A second endovive safety peg kit push method was opened, however, the peg tube also detached at the transition zone between the hard and soft plastic. The detached piece was retrieved using hemostats. The procedure was completed with a third endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.